Event description:
It is reported that a customer was hospitalized for a low blood glucose level of 24 mg/dl. The customer stated they had issues with the sensor glucose not being accurate. The customer was advised to download care link so they can better assist the customer with the issue. The customer also had issues with the keypad on their insulin pump. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. The customer was asked to send the product back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.